Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a leak was observed at the statlock level but the pad under the one-way valve was not wet. PICC line removed because there was probably a leak on the PICC line and the pad (under the PICC line) was not wet. The patient does not receive the full prescribed dose of treatment because of the leakage. The patient did not suffer any clinical consequences from this event because the service noticed it quickly and the treatment given at that time was a nutrient treatment to hydrate the patient.